Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total laparoscopic hysterectomy procedure, prior to the end of the case, a piece of the needle was missing. It was reported that the piece had fallen in to the cavity of the patient. A cystoscopy was done prior to the patient leaving the room but the piece of needle was not found. It was also reported that the x-ray was done but nothing was found.